Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 4.2, 3.0; lab: 2.8. Customer used a different strip for this test. Therapeutic range: 2.0-3.0. Pt has been changing her diet to attempt to change her inr. Pt called back on (B)(6) 2011 to report her strips were left out in the heat upon delivery.

Manufacturer narrative:
Investigation pending.